Manufacturer narrative:
Philips has investigated this complaint. According to additional information acquired, the cover did not come loose. A philips field service engineer (fse) evaluated the system on-site and identified the flexarm cover was slightly slanted but still firmly attached by its screws. A cause for the cover slightly slanted positioning was not able to be determined. There was no impact to movement or geometry because of the reported problem. To resolve the issue, the fse reinstalled the cover and carried out functional check. After the reinstallation of the cover, the system was returned in good working condition and was ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, investigation identified that the issue did not have any impact on system movements and that the cover was not at risk of falling as all the fasteners were in position. This scenario would not be likely to cause death or serious injury if it were to recur. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the cover of the flexarm came loose. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.